Event description:
Boston scientific crm received information that this device declared end of life due to long charge times.

Manufacturer narrative:
As of today, the device remains in service. No adverse patient effects reported.